Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent bladder suspension in (B)(6) 2006 and later had mesh resection and replacement on (B)(6) 2007 due to left posterior thigh pain. Also reported that patient underwent mesh repair in 2010. No further details or information on these surgeries.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with an anterior colporrhaphy, total laparoscopic hysterectomy, cystoscopy and removal of previously existing mesh in the anterior compartment of the vagina. Following insertion, the patient experienced mesh erosion, uncomfortable and painful intercourse, urinary incontinence, spotting, lower abdominal pain, odor, gassiness, pruritis, nerve damage radiating down the left leg and yeast infections. The patient underwent mesh excision on (B)(6) 2010 due to mesh eroding through vaginal wall and she could feel it and it felt uncomfortable. (B)(4).

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that due to mesh erosion and exposure, patient underwent mesh removal on (B)(6) 2010. (B)(4).

Manufacturer narrative:
Date sent to FDA: 11/1/2019. (B)(4). Additional narrative: it was reported that patient underwent removal of mesh on (B)(6) 2018 due to recurrent cystocele.